Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead - (B)(6) 2013; 5076, implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient complained of shortness of breath and chest discomfort, and the lead alert triggered the left ventricular (lv) lead exhibited high impedances and thresholds. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.